Manufacturer narrative:
The device was in use on a patient. The patient was then moved to a different ventilator. No medical intervention was reported. No delay in therapy was reported. No patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced the blower to resolve the reported issue. The blower assembly was returned for failure evaluation. The blower assembly passed all testing. The reported complaint of a blower noise was not duplicated. There were no faults found with the blower assembly.

Event description:
The customer reported that when o2 was set to 90 % at the time of using the device on the patient, a sound like chirping came from the inside of the side cover at the right side of the main body. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
B4:10may2021 the service technician confirmed that noise occurred when the blower was running. The service technician replaced the blower and confirmed that the issue was resolved. No other abnormality was confirmed.